Event description:
Event description guidant received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) could not be interrogated. Another programmer was used without success. A different device was succesfully interrogated with the programmer.